Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and cannot confirm the customer complaint, observed no odor during therapy or investigation. In addition to above findings, there is a presence of unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, pca, bottom enclosure, blower, and blower seal. There is also black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, and bottom enclosure and keratin-like substance was observed on the blower box outlet. There is a presence of error code found on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.